Event description:
An (B)(6) male patient contacted zoll customer support to report that his system is not working. He stated that he changed the battery pack and the screen went blank. The patient was issued a replacement battery pack and monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the unit was unable to power on. The cause for this was due to defective flash. Once the flash was reprogrammed, the unit powered up properly. The cause for the flash errors cannot be positively determined. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (device is unable to power on) has been confirmed. As received, the battery pack had an output voltage of 3.56 volts. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device manufacture date: monitor sn (B)(4): 05/2011. Battery pack sn (B)(4): 01/2011.